Event description:
It was reported that the rf (radio frequency) programmer head was in need of repair. Follow-up determined that the sales representative was unable to definitively say what was wrong with each head, they were collected in a box over time and then sent back for service. The rf programmer head was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed all uplink amplitude functional tests; the rf head cable found out of electrical specification. Analysis also found the rf head cable is very twisted. The rf head upper case is lifted away from body of the head due to a swelled magnet. The rf head retainer is broken, rf head lens is cracked, lower case is broken at middle hole location, and the rubber pad portion of rf head label is missing. (B)(4).